Event description:
It was reported that this right ventricular lead exhibited undersensing on the right ventricular channel during an intrinsic ventricular tachycardia episode, in which the patient also experienced a syncope. The device was able to deliver appropriately one shock, ending the episode. However, it was noted that, due to this undersensing, the therapy could have been delivered slightly sooner (less than one second). Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed and the device was explanted and replaced.